Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient experienced increased spasms. The pump reservoir had been dry since (B)(6)2010. The patient had developed an (B)(6) infection around the pump pocket site area. The hcp indicated the area was now free of infection following weeks of antibiotics. The patient was awaiting assessment at the facility. Additional information indicated the hcp aspirated cloudy white fluid from around the pump pocket site and it was believed the patient still had an infection. The pump would not be filled so as to avoid the spread of infection. Troubleshooting was being considered to convert the it baclofen to oral. Additional information was requested.